Event description:
It was reported to boston scientific corporation that when the nurse went to open the package containing the accumax 200 fiber, the fiber was already broken in two pieces. The package did not appear to be tampered with. There was no patient or procedure involved.

Manufacturer narrative:
Visual examination of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining. The fiber was broken 73 cm from the sub-miniature a (sma) face.

Event description:
It was reported to boston scientific corporation that when the nurse went to open the package containing the accumax 200 fiber, the fiber was already broken in two pieces. The package did not appear to be tampered with. There was no patient or procedure involved.